Manufacturer narrative:
The insulin pump was received with unresponsive act, escape, b and up arrow buttons due to flattened button dome switches. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify external ram crc error alarm, unexpected restart alarm, displayable history crc check failed on startup alarm due to button keypad anomaly. No unlock lcd keypad connector noted. The insulin pump passed idle current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Insulin pump also received an unexpected restart error alarm, an external ram crc error alarm and a a spanish software anomaly alarm. Insulin pump will be replaced.